Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in regards to the recall for the insulin pumps with the scroll wrap feature. Advised customer that will be added to the list for replacement. No additional information was provided.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump was unable to verify low battery alarm due to no button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.